Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head has been slipping off of the device - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was slipping off of the oral-b genius toothbrush device, model 3771. No injury was reported. 15-oct-2024 follow up via email: the suspect product was oral-b power oral care refills precision clean eb20. No injury was reported.

Event description:
Brush head has been slipping off of the device - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head was slipping off of the oral-b genius toothbrush device, model 3771. No injury was reported. 15-oct-2024 follow up via email: the suspect product was oral-b power oral care refills precision clean eb20. No injury was reported. 21-nov-2024 case update: the concomitant product lot was bh91840710. No injury was reported. 19-dec-2024 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x genius x. The concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
19-dec-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.